Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044). (B)(4) is associated with this case. It was reported via legal documentation that approximately 83 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Surgical revision and other medical treatment, pain, swelling, stiffness, loss of motion, weakness, instability and other physical injuries and/or complications, medical expenses, lost income, loss of consortium and other economic and noneconomic damages. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided h6: corrected health effect and medical device clinical codes.